Manufacturer narrative:
H.6. Investigation summary: DHR, quality notification and maintenance analysis were performed and no records potentially related to the defect were observed. The image provided by the customer was verified and it was possible to observe foreign matter inside blister. Due the lack of sample it was not possible to identify the fm, however according to the picture the packaging was sealed and fm originated during the packaging process. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It was reported that before use of the syringe plastipak 20ml ll s/su there was foreign matter present in the package. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: occurrence of a foreign matter present in the material, the primary packaging of that is entirety.

Event description:
Occurrence of a foreign matter present in the material, the primary packaging of that is entirety. Info add (21.jan.2020) - the sample of this occurrence was sent to (B)(4) for analysis. After analysis, it was identified the detachment of the package seal. Through visual analysis of the product, the presence of foreign bodies incorporated into the body (cylinder) of the syringe was observed.

Manufacturer narrative:
B.5. Describe event or problem: occurrence of a foreign matter present in the material, the primary packaging of that is entirety. Info add (21.jan.2020) - the sample of this occurrence was sent to (B)(4) for analysis. After analysis, it was identified the detachment of the package seal. Through visual analysis of the product, the presence of foreign bodies incorporated into the body (cylinder) of the syringe was observed. F.1. Device codes: 2944, 3007 h3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe plastipak 20ml ll s/su there was foreign matter present in the package. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: occurrence of a foreign matter present in the material, the primary packaging of that is entirety.